Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to the hospital due to generalized weakness lasting two days following surgery for gastric cancer. A contrast-enhanced CT scan was ordered. The intravenous cannula was found to be patent and connected to a high-pressure syringe. Iodixanol (60 ml) was administered at a rate of 2.6 ml/second. During the injection, a fracture occurred in the syringe handle, causing the contrast agent to leak onto the floor. No localized swelling of the patient¿s limbs occurred. The situation was explained to the patient and their family, who expressed understanding. The injection site was changed, and a new intravenous cannula was inserted. The examination was successfully completed.